Event description:
It was reported that a spectrum iq pump did not deliver the proper dose on either primary or secondary sets during therapy. The infusion was running way slower than the rate was set. The pump did not alarm when the fluid was completed and read as having fluid still remaining from the completed bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, would not delivery the proper dose on either primary or secondary sets was reproduced. The device was tested for flow accuracy and delivered with -6.1856% accuracy. A review of the event history log (ehl) revealed the user facility reported that the event occurred on (B)(6) 2023, however there are no events recorded on that date. The last secondary infusion programmed by the user facility is recorded on (B)(6) 2023. The user programmed an infusion of cefazolin in the acf care area at 00:40 at a rate of 200 ml/hr and a vtbi of 100 ml. The user declined a secondary callback during programming. Secondary callback is an audio and visual notification at the completion of the secondary infusion and the primary infusion must be restarted manually. If declined, the pump will continue at the primary infusion rate without notification. The infusion completed the secondary infusion as programmed at 01:10 and continued at the primary rate of 200 ml/hr. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plates. The pressure plates will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.